Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt palpitations. Investigation through fluoroscope revealed symptoms were unrelated to diaphragmatic stimulation. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.